Event description:
On (B) (6) 2009, the patient reported one of his insulin infusion headset fell out of his body after 30 minutes of use. He stated his infusion sets are not exposed to moisture and he makes sure his site area is dry prior to inserting his headset. The patient did not keep the infusion set at issue. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.